Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was confirmed that the patient developed hemoptysis post deployment, after the delivery catheter was removed from the body, and when the wedge catheter was implanted to calibrate the sensor. The cause of the hemoptysis was unknown, and the healthcare provider was unable to confirm the if cardiomems caused the adverse event. Heparin was given to resolve hemoptysis, as they were massive clots. The patient was reported to be stable, they were kept overnight for observation and then discharged.